Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The leads were explanted successfully, however, the device is currently being used as an external pacemaker while the infection clears. A new right ventricular (rv) lead was implanted through the jugular vein to use temporarily with the pacemaker. There were no additional adverse effects reported.